Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a bimaxillary osteotomy procedure, the customer reported the matrixmandible 1.5mm drill bit heated up in the transbuccal cannula and the universal trocar handle. The heat caused the drill bit to blacken at the time. The surgeon believed the head burned the bone and the cheek soft tissue. There was a surgical delay of ten (10) minutes. The procedure was successfully completed. No fragments were generated. The patient outcome is unknown. This report is for one (1) matrixmandible 1.5mm drill bit j-latch for 03.503.045/.047. This is report 1 of 2 for (B)(4).